Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with trouble shooting and the customer reported that the infusion set tape does not fit securely on the insertion device. The customer was sent replacement serters. The customer did not return the product back for analysis.